Event description:
Crew found patient in care of AED engine, with CPR in progress. Patient connected to lp12 - monitor showed v-fib, defib attempted with no response from monitor. Pads disconnected from lp12 - connect to lp500 & patient shocked x 3. Three lead cable connected to continue als care & transport.